Manufacturer narrative:
The actual device and companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed with air bubbles were visible coming out from the chamber filter area of the actual sample only. The reported condition of leak was verified. The cause was determined to be due manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution set leaked. This occurred during patient infusion. It was stated that the leak of cytostatic was found at the closed air valve. There was a delay in therapy but there was no report of patient injury or medical intervention associated with this event. No additional information is available.